Event description:
It was reported that the patient was planned for an operation due to an impedance problem with the lead or extension. While operating it was discovered there was a "possible sterile infection" in the pocket of the implantable neurostimulator (ins). The ins was replaced after it was found that the ins had a "dark fluid" inside the header of the device. The ins and patient were tested for an infection and none was found. It was reported the patient was "alright and no problems occurred."

Manufacturer narrative:
Product ID neu_adaptor_acc, lot# unknown, product type accessory; product ID 7472-60, serial# (B)(4), product type extension; (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no anomaly. Analysis of the extension, serial #(B)(4), found the body cut through and segmented with no significant anomalies. Analysis of the adaptors, product #74001, found no anomalies.